Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the lead became twisted and could not be implanted. The lead was not used. The patient was stable.

Manufacturer narrative:
The reported events were unable to implant, and the material twisted. As received, a complete lead was returned in one piece for analysis. The reported event of material twisted was confirmed. Visual examination found the outer insulation was twisted throughout the lead, consistent with procedural damage. X-ray examination of the lead found that the inner coil in the connector region was over-torqued, and the helix was bent, consistent with procedural damage. The cause of the reported event of material twisted is consistent with procedural damage.